Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with episodes of non-sustained ventricular oversensing. It was noted that the implantable cardiac defibrillator exhibited post sensed t wave oversensing. Programming changes were discussed but not yet performed. No patient symptoms were reported.

Event description:
New information received states that the programming changes were not made. The patient was stable throughout the event and will continue to be monitored.